Event description:
It was reported that bd plastipak¿ luer-lok¿ 30 ml syringe scale markings are missing. This occurred on 1000 occasions before use. The following information was provided by the initial reporter: 1000 syringes are affected by this defect on 17490 used to date. I have received some syringes which ink are disappeared

Manufacturer narrative:
Investigation: twenty-three sealed samples and four photos were provided to our quality engineer for investigation. Upon inspecting the product, all scales were observed and noted to be accurate, however, we did identify a marking on the outside of the syringe barrel. Using magnification, the markings were identified to be ink stains consistent with the ink that is used to mark the syringe. A device history review was performed for reported lot 1904207, finding one annotation related to this malfunction. During the marking process, an incident was detected in the marking machine related to damage on the silk plate that transfers the ink onto the barrel. Once detected, the mechanical team repaired the failure and defective product was scrapped. It was determined the issue reported is related to this malfunction.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ luer-lok¿ 30 ml syringe scale markings are missing. This occurred on 1000 occasions before use. The following information was provided by the initial reporter: 1000 syringes are affected by this defect on 17490 used to date. I have received some syringes which ink are disappeared.